Event description:
The event is reported as: the customer alleges that they were unable to isolate the right side of the device and perform lung ventilation. The customer reports a weak to poor outer lateral right lumen performance. No report of a patient harm or injury. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.